Event description:
The customer's son reported that his mother passed away. The son felt that her death may have been related to the recalled infusion sets that she was wearing at the time. The son did not want to discuss the matter any further.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.